Event description:
Physician was performing a lap inguinal hernia using a blunt tip trocar (cat #oms-t10bt) and the balloon separated from the cannula during surgery. This happened during the surgery. There was not prior testing of the balloon. The balloon was retrieved from the cavity.